Event description:
According to the reporter: a piece of the cannula of the trocar broke off and fell into the patient cavity. Other trocars cracked. The hospital staff did notkeep track of which trocars broke and which crcked, only after each one did they pull all of that lot number from the shelf. Black piece of trocar cannula fell into the patient&#39;s cavity and was retrieved.

Manufacturer narrative:
(B)(4).